Event description:
Procedure type: low anterior resection. According to the reporter: the surgeon skeletonized the patients rectum and applied the stapler. The surgeon advanced the pin, closed the stapler with the first squeeze of the handle and then fired the stapler with the second squeeze of the handle. The handle remained in the locked position indicating the stapler had fired. The surgeon then cut the rectum on the anterior side of the stapler and when the ta was released with the black button, the rectum was wide open and there were no staples in the rectum or anywhere in the patients pelvis. Patient was still to undergo a liver resection and so the surgeon elected to give the patient a colostomy rather than attempt to handsewn an anastomosis as she thought it would take less time. No tissue loss or tissue damage. Unanticipated blood loss of 500 cc or more but quantity is unknown. Surgical time was delayed by more than 30 minutes. Nothing fell in the patients surgical cavity. No reinforcement used. The device will be returned for investigation.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).